Event description:
A customer obtained erroneously prolonged aptt results with 10 pt samples. Erroneously prolonged aptt test results have been observed with abnormal citrol controls and pt samples. Unable to determine adverse health consequences to the pts; no additional information has been provided by the customer to indicate that pt sample results were reported to the physician. (Note: customer unable to provide date of event).